Event description:
The customer reported that the insulin pump had a frozen display, and the battery cap could not be removed. Advised the customer to discontinue use of the insulin pump and revert to back up plan until the replacement of the device arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with battery cap damage due to stripped coin slot. No frozen screen noted.